Event description:
A-line transducer stopped working and it was replaced 3 times, along with other interventions to fix the issue. Ultimately, the decision was made to stop transducing the atrial line. There was a manufacturer's recall on this product, but our inventory was checked, and we did not have the affected lot numbers (this was done prior to this event).